Event description:
It was reported that the right atrial lead exhibited noise which caused inappropriate auto mode switch episodes. The device was reprogrammed. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.